Manufacturer narrative:
A system log review cannot be performed because the system logs are not available.

Event description:
It was reported that after an ion endoluminal lung biopsy procedure, the patient developed a pneumothorax requiring hospitalization. Per the physician, the nodule was in a difficult location : on the fissure between the right upper and middle lobes. No malfunction of an ion system, instrument, or accessory occurred.